Event description:
Surgical table functioning properly prior to repostioning patient for procedure. Locking mechanism failed and could not relock table as pedal mechanism broke. Patient transferred to stretcher, while procedure bed replaced. No patient harm.